Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed multiple no delivery. Customer's blood glucose was unknown. Customer stated patient has been experiencing no delivery alarms for the last 3 weeks. Customer stated that after no delivery alarm patient shuts it off and took out the battery and it resolved the no delivery alarm for few hours. Customer also stated that he stretched the tubing and it started running. He also took out the connector cap off and reconnects but did not work. Customer requested for insulin pump replacement. No further information provided.